Event description:
It was reported that (1) lcsc5 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the surgeon was changing back and forth from level three and five on the generator using the footpedals, and then the device stopped working. The surgeon got a steady tone and just replaced with another device to finish the case. There was extended or time by five minutes. There was no consequence to pt.